Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative the right atrial (ra) lead exhibited over-sensing noise despite multiple attempts of different locations in the atrium. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.